Manufacturer narrative:
Additional information was received on 8/5/2018. The event was first noted on (B)(6) 2018, and then diagnosed in the physician's office on (B)(6) 2018. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 550cc saline implants was performed on (B)(6) 2018. The investigation of the returned product was completed by the failure analysis lab on 8/20/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. White material was observed on shell surface. During evaluation a rent on the valve juncture was observed on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the white material observed. Because the product evaluation team was unable to confirm any unusual failure mode. No corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. As a result, the device was explanted on (B)(6) 2018.